Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports a PICC was inserted (B)(6) 2011. On (B)(6) 2011, a break was noticed just below the molded strain relief on the extension. On (B)(6) 2011, the PICC was pulled and replaced with a new one. The pt status was stable.